Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed multiple errors including button error. Customer reported that the insulin pump has an unresponsive keypad and blank display. Customer reported that the insulin pump may have been exposed to moisture. Customer's blood glucose reading at the time of the incident was not included in the report. No significant events leading to the alarms or keypad issue were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Findings: pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button keypad anomaly, alarm, numbers count up anomaly due to blank display. No audio beep anomaly noted. Pump had corroded motor home switch. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.